Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient couldn't feel their device working anymore; they had been having back pain because of this. They mentioned their implant was 75% charged and nothing was happening. They said it also felt like there was a wire sticking out of their unit. They clarified that they think a wire was sticking out of their body near the ins; at first they thought it was a scab but they said that it shouldn't be that long for a scab, stating that it's been doing it for a while. No further complications reported.